Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with wear and tear damaged line cord, switch label, and reflux plug. Visual inspection was performed and found the device lcd was cracked due to customer damage. The customer's reported issue was confirmed. Investigator's replaced the pump pcb which contains the lcd. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system lcd was unreadable. No adverse effects reported.